Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave was selected for use. During the mapping of the left atrium, the guidewire got stuck in the right pulmonary vein and it was difficult to retract into the catheter. The catheter and wire were removed from the patient, and tissue was observed at the tip of the catheter. An angiogram was performed and stagnation of contrast was noted around the right pulmonary vein. The procedure was cancelled due to this issue. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.